Event description:
It was reported that the locking wire of the insert had come off and did not lock with the tray during impacting the insert for inserting. The locking wire was deformed, so the surgeon used #5 18mm insert instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.